Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) power cord was stuck and could not be pulled out. There were no injuries or deaths.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) power cord was stuck and could not be pulled out. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the ac power cord of the machine was tangled in the cord winder. So, the fse removed the cord winder and rewinded the cord. The fse then tested the normal operation of the unit and was then ready for use.

Event description:
N/a.